Event description:
Hamilton medical ag received the following event description: tank pressure over 500mbar during tank overpressure valve check. Failure was found prior to use.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. Tank overpressure valve was replaced.

Event description:
Hamilton medical ag received the following event description: tank pressure over 500mbar during tank overpressure valve check. Failure was found prior to use.

Manufacturer narrative:
Patient over pressure valve remains closed due to mechanical defect. Tank overpressure valve was replaced. Additional information added in follow-up #1 (B)(4). The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a technical defect of the tank overpressure relief valve. After replacing the tank overpressure relief valve the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the technical defect of the tank overpressure relief valve could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.